Event description:
A pt (age unk) had been admitted to the facility for therapeutic treatment for biliary stones. During the procedure the physician employed the device basket to trawl for stones in the pt's bile duct. The pt was reported to have had a mildly tortuous anatomy. The physician then connected an alliance inflation device for lithotripsy to the lithotripter and attempted to crush the stone, but the stone was not crushed and the basket tip popped off and entered the pt's bile duct. The scope and device were then removed from the pt and the pt was sent to the operating theater for removal of the stones from the pt's bile duct. The complainant reported that the pt's stones were successfully removed, but the basket tip was unable to be removed from the pt's bile duct. The complainant further reported that three months susequent to the event, the tip continues to remain in the pt's bile duct. The complainant indicated that the pt's condition is fine. It is suspected that the reported event is due to the stone's hardness and the operator inadvertently retracting the basket too far into the catheter, thus forcing the tip of the basket to pop off, although this suspician cannot be definitively established.